Event description:
It was reported that during procedure, when tried to place the subject stent, it got stuck in the microcatheter and could not be opened. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.